Event description:
The customer reported that there is a drop at the end of the pipette tip in positions a5 and a6 while pipetting 50 ul positive control during an hiv-1 p24 antigen assay. The root cause has been determined to be the software, adams/midas protocol diskette version 2.0. Investigation has shown that the sofeware instructs the sumit sample handler to dispense the initial 50 ul of positive control at an incorrect height. This causes a droplet to be possibly left on the end of the tip. No death or serious injury has been associated with this event.